Manufacturer narrative:
(B)(4). If information is obtained th at was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the inserter are damaged.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lead thread is badly damaged. This type of heavy thread damage is unlikely to occur during normal use. The root cause is attributed to use error. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.